Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that stent dislodgement occurred. A 4.00x20mm synergy&#10244;rug-eluting stent was selected for use. During preparation, when the stent protector was removed, it was noted that the stent was pulled off from the stent delivery system . The procedure was completed with another of the same device. No patient complications were reported.